Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms identified as cartridge alarm 30 on multiple past dates. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while prepared to rely on alternate insulin method if necessary, and technical support confirmed alarm history in pump logs, arranged shipment of replacement pump with updated software, verified shipping details, and provided instructions for placing old pump in storage mode, returning it within 10 days, and setting up pump settings and cgm on replacement device.